Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, folds.

Event description:
Patient reported right side device folds with a liquid found in the folds diagnosed via ultrasound and MRI, small cysts, diffuse benign dysplasia , have clear, uneven contours the device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported right side device folds with a liquid found in the folds diagnosed via ultrasound and MRI, small cysts, diffuse benign dysplasia , have clear, uneven contours the device has been explanted and replaced with another manufacturer's device. Healthcare professional later reported rupture. Cyst is ndr.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: crease/folding of implant: not observed. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.